Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50c model#: sc-3138-25, serial#: (B)(4), description: scs phiii ext 25cm, model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were infected. The patient underwent an explant procedure. No further information can be obtained by bsn.

Manufacturer narrative:
Explant date: na. Additional information was received that the patient was not explanted due to infection from the leads that was previously reported but that the devices were still implanted in the patient and that the patient's issues were difficulty charging and the leads might have moved.

Event description:
A report was received that the patient's leads were infected. The patient underwent an explant procedure. No further information can be obtained by bsn.